Manufacturer narrative:
(B)(4). Date sent: 2/22/2021. D4: batch # u5dl25. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired and with damaged noted on the reload notches. This damaged in consistent with an attempt to load the reload on the device. The returned reload unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached as to how the spring firing trigger became out of position. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. Upon visual inspection of one video, the following was observed: the video shows a device on the hands of a persona and is pressing the trigger and appear to be that the trigger did not return to the home position. Based on the photo alone the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: could you please clarify if the second timed did the jaws eventually open? The second time it was outside of patient. Device returned closed for investigation. If no, please provide more details how was the device removed? Device was outside of patient so no removal from patient not required.

Event description:
It was reported that the device was difficult to load with first black reload. Very experienced nurse (>1000 loadings) described that it was very difficult to snap the reload into the correct position whilst the reload and reload alignment slot were aligned. She commented to the surgeon that it was difficult to load. Surgeon proceeded to fire the device as normal (pulse firing on first transection of gastric tissue) with normal firing/staple line observed. Knife returned to home position and surgeon tried to open the device as per normal (she is very experienced user) . Surgeon said device failed to open. She re-tried and again would not open by squeezing the closing trigger; simultaneously pushing the anvil release and releasing the closing trigger. She tried multiple times and it finally opened. She commented that it felt like there was lower pressure needed to fire the device using the grey trigger and that when trying to open it felt like it jammed/stopped whilst opening. After surgery they tried it with another reload and felt it was again hard to load, fired as normal and when they tried to open it partially opened only with the closing trigger stopping at about 50% open and the jaw still closed. Video is available. From the video you can see that when the closing trigger is released, it stops opening with the red safety still exposed showing it wont open fully. No patient consequence reported.